Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the hair was found in the kit.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material present in packaging is confirmed and was determined to be manufacturing related. One powertrialysis slimcath kit was returned for evaluation. An initial visual observation revealed the kit was returned sealed. A hair-like material was observed to be inside the tray packaging. A microscopic observation revealed the foreign material was brown, somewhat shiny and mostly straight. The foreign material was likely accidentally introduced during packaging of the device. The investigation was forwarded to the manufacturing facility for further evaluation. This complaint will be recorded for future trending and monitoring purposes.